Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to falling down and also having the flu. The customer's reading was 798 mg/dl at the time of admission, but was 46 mg/dl at the time of call. The customer was wearing the device at the time of admission. The customer's symptoms included difficulty breathing and abdominal pain. The cause of the hospitalization was unknown. It was unknown how the customer was treated. The customer ended up in a rehabilitation facility to recover. Nothing was replaced or returned for analysis.